Event description:
Olympus was informed that during a colonoscopy with a polypectomy, the polyloop stuck into the polyp which was approximately 25mm in size. The polyloop was cut at the proximal end (handle). The colonoscope was removed from the pt. The tube sheath, the coil sheath, and the working wire were left in the pt. The colonoscope was re-inserted into the pt. A snare was inserted into the colonoscope to burn tissue around the polyp to remove the remnants of the polyloop subsequent to the procedure. The polyloop was discarded. There was no pt injury reported. The pt is reportedly doing fine.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was said to have been discarded following the procedure. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.